Manufacturer narrative:
The pump gave an alarm during the rewind due to a corroded home switch. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests. Unable to verify the motor error alarms due to the other alarm. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose reading was unknown. The customer stated that his pump alarmed motor error and every time he tried to fix it, the pump erased all the settings. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.